Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. It should be noted that the mitraclip system instructions for use states: ¿ do not use mitraclip outside of the labeled indication¿ and section 4.0 precautions on page 5 which states that ¿ note the product ¿use by¿ date specified on the package. All available information was investigated, and the reported improper or incorrect procedure or method (use after expiration) appears to be due to use error as an expired clip delivery system was used for mitraclip procedure. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip implanted after expiration date. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. Three clips were implanted successfully, reducing mr to 1. There were no issues during the procedure and the patient outcome was successful. However, the next day it was noticed that the third clip implanted was expired. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.